Event description:
Orthokeratology lens advertised by max lund od, 250 w. Valley blvd #k, san gabriel, ca 91776 as safe (proven) and can prevent progession of myopia for kids, to be worn at night. Pt suffered central cornea ulcer rt eye requiring cornea transplant. Now vision 20/70 corrected right eye, vision 20/20 corrected left eye.